Event description:
Customer reported being hospitalized for high blood glucose levels. It was stated that customer did not change set when high blood glucose levels occurred prior to hospitalization. It was reported that blood glucose levels did not lower even with manual injections. It was reported that customer filed resevoir with 100.0u of insulin the night prior to hospitalization. Customer stated that this morning he already received the low reservoir alarm. Customer did not know what happened to insulin in reservoir. Customer did not have low blood glucose levels. Customer felt uncomfortable and requested replacement pump. Troubleshooting performed and pump appeared to be operating normally.